Event description:
This case was reported by (B)(4) on (B)(6) 2015. (B)(6) 2015: a tevar procedure was started for distal aortic arch aneurysm. The relay plus ((B)(4)) was inserted from the external iliac artery. However, the device could not be advanced further because it was caught in a calcified area in the external iliac artery. As the dry seal dilator could not be extracted, the abdomen was opened and the dilator was extracted. The same relay plus ((B)(4)) was reinserted from the femoral artery. This time, the device was able to be advanced to the aortic arch. After the device was deployed in zone 2, a type 1a endoleak occurred due to insufficient sealing on the greater curvature of aortic arch side. Another relay plus ((B)(4)) was additionally deployed on the proximal side to treat the endoleak, and an avp was placed in the left subclavian artery through the brachial artery. The deployment procedure was done. (B)(6) 2015: an iliac arterial rupture was confirmed on the area which was used as the access site in the deployment procedure (i.e. Between femoral artery and iliac artery). An urgent re-intervention was performed and a stent graft was deployed in the iliac artery. After the re-intervention, symptoms of sepsis and intestinal necrosis appeared. (B)(6) 2015: the patient's death was confirmed.